Event description:
Boston scientific crm received information that the patient implanted with this device retained legal counsel. New information received indicates that following a remote interrogation a red alert was issued by the latitude patient management system as the device had declared a battery status of end of life (eol). A review of the interrogation data revealed that this change in battery status was due to longer than normal charge times.

Manufacturer narrative:
Upon receipt, visual inspection noted blood residue in the lead barrels. The atrial negative, right ventricle negative, and df negative seal plugs were intact and all the other seal plugs had holes. All set screws operated normally. The battery status was eol with a monitoring voltage of 2.65v which was set by charge times. Longevity calculations confirmed that this device did not meet expected longevity estimates however due to pending litigation no further analysis could be performed. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.